Manufacturer narrative:
Reference medwatch 2032227-2015-01619 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 33 mg/dl. She was concerned with the insulin pump's delivery of insulin, causing low and high blood glucose levels. The customer also experienced irritation at the sensor sites. The site showed signs of infection. The product was not returned. Nothing further to report.